Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent an unspecified breast surgery with a 350cc mentor memory gel, on the left side and unknown mentor gel on the right side breast implant experienced left sided baker¿s grade IV capsular contracture, and right sided rupture post procedure. The capsular contracture was diagnosed by a physician. As a result, the patient underwent bilateral replacement with allergan non mentor implant on (B)(6) 2021. This report relates to the right prosthesis.